Manufacturer narrative:
The actual device was not returned for evaluation and a lot number and a catalog number were not reported. Without the actual sample or a lot number or a catalog number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: reports nurse was stuck with stylet. Product introcan, ref number and lot number unknown. Incident occurred in november. Additional information provided by the facility indicated the nurse started the IV, removed the stylet and was stuck. The nurse and patient received all protocol bloodwork testing. The reporter did not know the results of the testing. The sample was discarded. No other information was made available.